Event description:
The reporter stated the surgeon implanted a micl 12.6mm implantable collamer lens in the pt's left eye. The lens was removed due to high vaulting and pressure spike. The incision was not enlarged and no suture used. The lens was exchanged for a shorter lens. Pt is doing well. See MFR#2023826-2012-00018 for right eye.

Manufacturer narrative:
(B)(4) secondary surgery. (B)(4) excessive. Evaluation: method: lens work order search. Results: a lens work order search was performed and one similar complaint was found within the same work order. (B)(4).